Event description:
It was reported that the programmer would turn on but would not go to the main screen, that it displayed an error. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis confirmed the system error at boot up. Analysis also found the rubber portion of the radio frequency (rf) head label was missing and that the keyboard was missing a screw.